Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/18/2025, it was reported by a sales representative via (B)(4) that an ar-7000-14 drill broke apart in the glenoid. This was discovered during the case and the case was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information provided on 05/07/2025: the patient is doing well and has no issues. The bone quality was decent, and no surgical intervention was necessary.